Manufacturer narrative:
An event regarding loosening involving an unknown femoral component was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient is s/p rev ltka due to femur and tibia components loosening. Details of original surgery unknown. No additional information provided." A cr/ cs knee was converted to a ts knee with stems, augments, and hex screws (used as a buttress on the tibia and femur).